Event description:
A malfunction alarm was reported without any notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no severe impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump with an understanding to call back if the issue reappeared.